Event description:
The doctor reported separating a file in the patient's tooth during a dental procedure. Reviewed retrieval techniques with the dr. Pt follow-up will be required and reported as more information becomes available.